Manufacturer narrative:
A4: unknown. A5: unknown. A6: unknown. H6: work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+3.5/087 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during injection/delivery into the patients right eye (od). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.